Event description:
It was reported that the pump was replaced as a prophylactic removal of the pump to avoid in-vivo battery depletion. The patient was reported as recovered without sequelae. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4). Final analysis of the pump. (B)(4). Revealed significant damage to the pump reservoir septum when implanted as well as leaking from the septum.

Manufacturer narrative:
(B)(4)